Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter upon insertion. The following information was provided by the initial reporter: "catheter is shearing upon insertion...needle did pierce through the catheter wall-- yes".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter upon insertion. The following information was provided by the initial reporter: "catheter is shearing upon insertion... Needle did pierce through the catheter wall-- yes".